Event description:
It was reported that a revision surgery was performed due to dislocation. Patient had a previous revision surgery due to a broken liner on "(B)(6) 2018".

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dislocation occurred due to a broken liner 71323125 and this incident was reported in the MDR 1020279-2019-01631, so this report is no longer needed, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.